Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. The device analysis revealed a kink in the telescope assembly from femoral marker to the proximal end. A kink was observed in the sheath assembly from femoral marker to the proximal end. Kinks were observed in the sheath assembly from femoral marker to the distal end. A damage was observed in the femoral marker. Impedance testing shows an electrical open at proximal wave form.. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from removed hub. Ic windup was not found within the telescope section of the device. Wind up was not found after dissection (near of distal strain relief) of sheath assembly and pulled. Kinks were observed in the imaging core. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 17feb2016. It was reported that lost image has occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified posterior descending left circumflex artery (lcx). During a procedure, an opticross¿ imaging catheter was used to visualize the lesion. However, upon usage of the device, image was lost. The procedure was completed with same device. No patient complications were reported and the patient's status is good. However, device analysis revealed a damage at the femoral marker/marker flakes off.